Event description:
Complainant alleged that while monitoring a pt (age & gender unk) the device displayed excessive impedance. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.